Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited low pacing impedance. It was also noted that noise on the lead was causing inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.